Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited oversensing causing inappropriate mode switch episodes. A device reprogram was performed. The patient was asymptomatic and would continued to be monitored.